Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336700 model: sc-8336-70 serial: (B)(6) batch: 7072300.

Event description:
It was reported that the patient was experiencing tingling even though stimulation was turned off. The patient underwent a spinal cord stimulator (scs) system explant procedure, and the explanted devices were kept by the medical facility and will not be returned.